Manufacturer narrative:
The insulin pump was received with frozen display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. The pump was unable to perform all functional testing including the displacement, operating current, unexpected restart error test, rewind, basic occlusion, prime, and excessive no delivery test or verify compromised force sensor system alarm due to frozen display. The insulin pump was received with minor scratched lcd window, cracked case at the display window and cracked tube lip.

Event description:
The customer reported via phone call that they experienced program alarm anomaly and audio beep anomaly. The customer's blood glucose reading was 87 mg/dl. The customer mentioned high readings but declined to troubleshoot. Customer treated with a shot. The customer mentioned that the screen was blank after battery change. The customer received constant tone during bolus. The insulin pump was returned for analysis.